Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. Visual examination of the returned device revealed that the coil was detached/ broke/fractured at the main coil junction. The main coil was stretched and kinked. It is probable that procedural or anatomical factors encountered during the procedure contributed to the reported event. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil junction was broken. There was no patient medical consequences reported.